Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). An 85 to 95% stenosed target lesion was located in the moderately tortuous and mildly calcified lad. Following predilatation with a non-complaint balloon, a 2.50 x 20 promus premier select stent was deployed in lad. The stent was deployed with no issues encountered and post dilated between 12 to 14 atmospheres with a 2.50mm non-complaint balloon. An orthogonal view of the deployed stent revealed an edge dissection. A promus premier select stent was used to cover the dissection and complete the procedure. There were no further patient complications and the patient was stable end of the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).